Event description:
It was reported an unspecified quantity (reported a "several") of eva 1000ml (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. The leaks were discovered when pumping tpn. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4 and h10. H4: device manufactured 25 may 2022 to 27 may 2022. H10: the actual samples were not received; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling all bags with water. A leak was observed at the spike port bonding area for one sample. No issues were noted during testing for the other four samples. The reported condition was verified for one sample. The cause of the condition was not determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. The reported condition was not verified for the other four samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.